Event description:
Event description boston scientific received information that through a transtelephonic monitoring (ttm) session performed on this chronic device thirteen days ago, the lower rate limit (lrl) was 90 with a magnet rate of 80. The patient reported to the clinician that they also do not feel well. The clinician contacted technical services (ts) inquiring about this patient presentation and care management. Ts discussed that the normal transition from the intensified follow up to elective replacement time is normally 4-6 months at nominal values and recommended that the patient be evaluated for a high current drain such as a lead insulation breech or in device programming. The clinician will have the patient go to the emergency room for device evaluation. New information was received nine days later, that this device was explanted for normal battery depletion and a new device was successfully implanted.